Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system non-dehp continu-flo solution set was "ruptured" when the "product was opened". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was received for evaluation. A visual inspection was performed using the naked eye which observed a cut on the tubing. The reported condition was verified during the initial inspection. No functional test was performed for this complaint. The cause of the cut was determined to be due to the transversal blades becoming jammed during the packaging step of the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.